Manufacturer narrative:
Unit received with broken reservoir tube lip, missing retainer and missing reservoir tube o-ring.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. It was also reported that o ring came out from reservoir compartment. The customer's blood glucose level was 148 mg/dl at the time of incident. It was also stated that the due to o ring came out reservoir was unable to lock in place when inserted into insulin pump. The customer was advised to replace the pump and replacement pump will sent back to the customer. The customer will return insulin pump for analysis.